Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-21563312-1212: the fiber product used during the procedure was not returned for evaluation. Fiber card analysis: lot: 802, use date: 03/16/2018, use time: 11:20:48 am, joules used: (B)(4) joules, the fiber card is expired - soft joule limit has been reached. Probable root cause: the fiber was not returned for device analysis therefore no probable root cause could be determined; the reported complaint could not be confirmed. This report is for the same event as manufacturer report number 2937094-2018-00353.

Manufacturer narrative:
This report is for the same event as manufacturer report number 2937094-2018-00353.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the output beam was shooting straight for the first and second fiber. The tip of the third fiber was noted to be loose inside the cap. The procedure was completed utilizing the fourth fiber. There was no patient injury reported due to the event. This report is for the second fiber.